Event description:
The surgeon inserted an aq2003v silicone three piece lens and the lens tore during insertion. The lens was removed without enlarging the incision and there were no sutures required. There was no patient injury.